Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was on the phone with his sister when he tested his bg meter reading, which was 567 mg/dl. No cgm comparison value was reported at this time. No patient symptoms were reported. Despite not having a full set of bg meter and cgm comparison values, the patient called into dexcom alleging an inaccuracy issue. However, the patient also stated he could not recall if he was wearing the cgm device during this event. The patient stated he was unable to recall many of the event details. The patient¿s sister advised the patient to go to the ER due to high bg level. At the emergency room (ER), the patient could only recall being given an unspecified IV and having blood work done. No bg meter or cgm values were reported while the patient was in the ER. The patient was discharged after approximately 3 hours. The patient was in ¿good condition¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.